Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the no geometry movement possible. Review of logfile shows malfunctioning of geo pc. After further investigation fse identified that as no software in the geo pc. So, fse reinstalled the software via destroy usb stick and successfully completed and actual cause of the issue was with the software of the geo pc. The fse reinstalled software of geo pc. After reinstallation of software, system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the no geometry movement was possible. No harm was reported.